Manufacturer narrative:
Product complaint #: (B)(4).

Manufacturer narrative:
Product complaint #: (B)(4). A manufacturing record evaluation was performed for the finished device number, and no non-conformances were identified. Device evaluation summary: one opened box with twenty-nine unopened samples of product code 683, lot mbj839 was received for analysis. The complaint sample was not returned for evaluation. During the visual inspection of thirteen unopened samples, no defects were found on the packages. The samples were opened and the swage and attachment area were noted to be as expected. The sutures were dispensed without problem and examined, no defects, damage or fraying suture along of the strands were observed. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the representative samples, no performance ¿ fraying suture was found.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The lot was reported as mb8839 which is not valid for silk. Can you clarify the lot number please?

Event description:
It was reported that the patient underwent an unknown procedure in (B)(6) 2019 and suture was used. The surgeon is affirming the suture frays while being used. There were no adverse patient consequences reported.